Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm replaced the iabp purge valve assembly to correct the issue. Unrelated to the reported event, the stm replaced the safety disk which was due for replacement. The stm performed multiple leak test and verified proper calibration. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.